Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer cannot be opened. The programmer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer had a white screen which was caused by a defective mpu (micro processor unit) printed circuit board assembly. Analysis also found the left and right upper hinges were damaged, the lcd (liquid crystal display) gasket was ripped off the lcd bracket, the cooling fan was noisy, and the stylus was missing. The rear cover display latch, left and right antennas, cable bay latch were broken. It was noted the feet of the lower case were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.